Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's left mako hip was revised due to corrosion, fluid buildup, metal debris, and massive pelvic osteolysis. An mdm metal liner, adm/ mdm poly insert, and femoral head of unknown composition were revised to a 40mm x3 insert, 40mm ceramic head with a +4 v40 sleeve. The reporting rep (who was not the rep present for the revision surgery) does not know at the time of report where the corrosion occurred.